Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination or defects were found to the button contacts. The pump cover was removed and no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex observed. The complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.